Event description:
It was reported to adac that the customer has an elekta/phillips accelerator where pinnacle left/right jaws are the y jaws and top/bottom are the x jaws. In irregular field module, the customer has to enter in an off-axis point in the acclerator's x direction with a y offset, and vice versa. The labeling is incorrect in the documentation printed out as well. The customer is concerned about the potential for error. No injuries were reported.